Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. The reporter stated that frequent replace battery alarms had occurred with 3 separate batteries out of at least 2 separate packs. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01/26/2015 with the following findings: the battery cap was not returned; all testing was performed with a test battery cap which was unable to be fully tightened. The battery compartment was found to be cracked in the thread area. There was evidence of voltage drops and a short battery life observed in the black box. Current draws were within specifications. The pump case was removed and there was no evidence of moisture or loose components found inside the pump. The display was found to be dim.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.